Event description:
The user facility reported the malfunction of optical signal was lost and multiple placement signal not reliable alarms, if it were to recur, is likely to cause or contribute to a serious injury or death. The patient was unable to be transitioned to a left ventricular assist device (lvad) and therefore, was continued on the impella 5.5 even after the expected usage period has expired. Investigation of the impella pump determined the cause may be related to the automated impella controller (aic). The aic has been requested for further evaluation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated with additional information regarding the patient outcome of death. Death has been captured under MFR 1220648-2025-46347 against the pump. D6a and d6b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Updated clinical narrative us: information for the field representative confirms that the optical signal issue was resolved during continued use of the impella 5.5 and that there were no operational issues with the pump. It was also reported that the death of the patient was believed to be due to a decline in cardiac function after 408 days of support and not related to the impella. Prior clinical narrative us: an impella 5.5 device was inserted via the right axillary artery in a 42-year-old male patient with an indication of post-cardiotomy cardiogenic shock/low cardiac output syndrome following valve replacement surgery. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. An investigating engineer became aware of a potential product deficiency while reviewing impella connect data. During support, multiple placement signal not reliable (psnr) alarms were reported, and the optical signal was lost and not recovered. It was reported that contralateral insertion was difficult and the patient could not be transitioned to a durable left ventricular assist device. As a result, the impella 5.5 device remained in use beyond the expected duration of support. A malfunction of the optical sensor was confirmed. At the time of reporting, the only identified issue was the optical sensor signal loss, and the pump was otherwise reported to be functioning appropriately with no additional issues noted with the automated impella controller. The patient remained on impella support for 408 days and subsequently expired while on support. No pump performance metrics or purge system information were reported. The death is conservatively being reported to the impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the optical sensor issue was a failed bulb in the optical bench lamp assembly.